Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a stuck button alarm and a pump error alarm. The customer's blood glucose was 22 mmol/l at the time of incident. The customer was unable to see the pump error number as the display screen was frozen. The customer changed the battery and the frozen display recurred but the display screen was not completely blank. The buttons of the insulin pump were not responding. The customer was unable to clear the alarm. The time clock did not advance due to frozen display. The customer was assisted with troubleshooting and the customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to confirm frozen screen or confirm stuck button alarm due to unresponsive buttons.